Event description:
Monopolar cable caught on fire due broken internal wiring at the connector end that plugs in the electrosurgical unit in this case made by conmed. One end of the cable fell on a sterile drape burning it and created a little hole. The part of the cable that remained on the connector that was plugged in the esu was pulled out while still having a little flame which was quickly extinguished. All this activity was performed after power on the esu was promptly turned off.